Event description:
Broken infusion tubing clamp caused infusion pump malfunction related to rate of infusion if IV cardizem. Pt received bolus of 125mg cardizem in 10 minutes-that should have infused over one hour. Pt required add'l monitoring, but no untoward physical effects.